Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, the valve was able to be implanted. Post-implant, the patient was observed to have pericardial effusion at the apex, and it was localized then started to decompensate due to cardiac tamponade. A pericardiocentesis was performed immediately and the patient was stabilized hemodynamically and there was no clinically significant delay reported. The user believes that it was due to the temporary pacing wire. The patient was discharged.